Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that customer experienced high blood glucose. Blood glucose reading went up to 500 mg/dl and customer¿s blood glucose at time of call was 330 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer reported that there was leak in reservoir compartment. Customer was treated for their high blood glucose with manual injection. It was unknown that auto mode feature was active or not at the time of incident. The customer performed self test and displacement test and both were passed. The insulin pump will not be returned for analysis.